Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with lower extremity dvt and a gi bleed and was contraindicated to anticoagulation, therefore, vena cava filter placement was indicated. Using standard micropuncture technique, access was gained to the right common femoral vein. A venacavagram demonstrated no evidence of ileocaval thrombus and a normal sized cava without any aberrant anatomy. The filter was advanced to the appropriate level and deployed under direct fluoroscopic visualization. Hemostasis was achieved utilizing manual compression. The patient was in stable condition without any immediate postprocedural complications. Approximately three years five months post filter deployment, a CT scan demonstrated an incidental finding of a tilted filter with limbs extending beyond the confines of the ivc wall. One limb extended into the abdominal aorta. There was no evidence of periaortic hematoma or other complicating features. There was also a 2.5 cm linear metallic structure projecting in the anterior medial left lobe of the liver with unknown etiology. Vascular surgery consulted and felt that the metallic structure in the liver was likely not a filter strut, the filter although tilted was still functional, surgery was not advisable, a new filter did not need to be placed and the patient was asymptomatic and hemodynamically stable. Approximately seven years post filter deployment, an ultrasound of the liver demonstrated an echogenic linear structure in the region of the portal vein. It was unclear if the structure represented a piece of the ivc filter. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately three years five months post filter deployment, a CT scan demonstrated an incidental finding of a tilted filter with limbs extending beyond the confines of the ivc wall. There was also a 2.5 cm linear metallic structure projecting in the anterior medial left lobe of the liver with unknown etiology. Approximately seven years post filter deployment, an ultrasound of the liver demonstrated an echogenic linear structure in the region of the portal vein. Based on the provided medical records, the investigation is confirmed a tilted filter and perforation of the ivc wall. The investigation is inconclusive for a detachment, as the linear density could not be confirmed to be a part of the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately three years five months post vena cava filter deployment, an incidental finding on a CT scan showed a tilted filter with limbs extending beyond the confines of the ivc wall. There was also a 2.5 cm linear metallic structure projecting in the liver with unknown etiology. Vascular surgery consulted and felt that no intervention was needed at that time as the patient was asymptomatic and hemodynamically stable. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and five months post deployment, a computed tomography (CT) abdomen and pelvis revealed the filter with strut migration that noted a 2.5cm linear metallic structure projecting in the anterior medial left lobe of the liver. Filter was significantly tilted, and its apex was going into the right lateral border of the inferior vena cava. Several struts of the filter had migrated beyond the wall of the inferior vena cava one strut projecting through the lumen of the abdominal aorta. Around three years and four months later, a computed tomography angio (cta) of the filter demonstrated filter in place with tilt and protruding of one of the prongs, but it did not appear to penetrate into artery. Around two months later, an ultrasound liver revealed an echogenic linear structure noted at the level of the portal vein, possibly representing a migrated vena cava filter. Around three years and three months later, a computed tomography (CT) abdomen revealed that the filter was present with some tines penetrating the wall of the vena cava and extending into the contiguous retroperitoneal fat planes. Therefore, the investigation is confirmed for filter tilt, perforation of inferior vena cava and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three years five months post vena cava filter deployment, an incidental finding on a computed tomography scan showed a tilted filter with limbs extending beyond the confines of the inferior vena cava wall. At some time post filter deployment, it was alleged that the filter struts detached. It was further reported that the detached strut retained in abdominal aorta and liver. The device was removed percutaneously. The current status of the patient is unknown.